Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of damage to the tube misloading sensor is unknown. To correct the condition, the tube misloading sensor was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that during product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged tube misloading sensor. No additional information is available.